Manufacturer narrative:
The customer complaint of spin collar breakage could not be confirmed because the product was not returned for failure investigation by the customer. The root cause of this failure was not identified.

Event description:
The customer reported that the IV set broke at the spin collar during patient use, possibly separating between the threaded and non-threaded portion of the collar. No patient harm was reported.